Event description:
The surgeon implanted a micl12.6 implantable collamer lens on (B)(6) 2007. The patient post-treatment follow-up form at 48 months was received and the patient indicated that she had developed a cataract or has had cataract surgery. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch form will be submitted.

Manufacturer narrative:
Evaluation method: medical review. Results: the icl is indicated in patients 21-45 years of age. There is a much greater risk of cataract in patients over 45 years of age post icl implantation. The patient in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approximately 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1%-2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. This is MDR reportable because a serious injury has occurred. Conclusion - (unable to confirm): based on the complaint history, work order search and medical review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4) - cataract, (B)(4) - unknown. Method - lens work order search. Results: a lens work order search was performed and there were no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
Additional information was received from the surgeon which confirmed the patient had developed a cortical and nuclear cataract on (B)(6) 2012. The lens was removed (B)(6) 2012 and replaced with an iol. The visual acuity was 20/20 and the prognosis is good. Results: medical review - a cortical and nuclear cataract is caused by the aging process and not due to the implantation of the icl. The type of cataract that could be due to the icl is anterior subcapsular in nature. The icl is indicated in patients (B)(6) and the patient in this case is (B)(6). This condition is not caused by the device itself but by the natural aging process. (B)(4).